Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained; however, follow-up communication is still in progress for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the heatshrink on the plasmablade device tip detached. It was not reported if anything fell into the patient. There was no adverse effect to the patient.

Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the heatshrink on the plasmablade device tip detached. It was not reported if anything fell into the patient. There was no adverse effect to the patient.

Manufacturer narrative:
Product analysis: prior to use the plastic cover at the end of the tip was loose. There was not patient impact. Investigation conclusion: the reported issue was confirmed. The heatshrink split and detached from the base of the device electrode shaft and has moved up to the electrode tip. However, it remains connected to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the heatshrink on the plasmablade device tip detached. It was not reported if anything fell into the patient. There was no adverse effect to the patient.